Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that reported that patient's tubing detached at the tubing connector (got pulled) while sleeping. The site location was the patient's abdomen and the pump was in the right pocket. The infusion had been used for two days and the infusions were stored at normal room temperature. There was stress/pull on tubing as it got pulled while sleeping and the pump was not dropped with the set connected to their body. No further information available.

Event description:
On 24-sep-2020: follow up information was submitted to update health effect - clinical code and health effect - impact code. Moreover, the result of complaint investigation of the returned used device (6 set) showed the tubing were detached from the tubing-tubing connector on 2 of 6 sets. Based on the result: component code, type of investigation code, investigation findings code and investigation conclusions code were updated. Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that reported that patient's tubing detached at the tubing connector (got pulled) while sleeping. The site location was the patient's abdomen and the pump was in the right pocket. The infusion had been used for two days and the infusions were stored at normal room temperature. There was stress/pull on tubing as it got pulled while sleeping and the pump was not dropped with the set connected to their body. No further information available.